Event description:
It was reported that a patient underwent a left total knee arthroplasty on an unknown date and subsequently presented to the emergency room with acute embolism and thrombosis of unspecified deep veins of left lower extremity. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). A2- age range 65-69. D4: attempts have been made to gather all product identification information, and no further information has been provided. D10- medical product. Unknown persona femoral. Unknown persona articular surface. Unknown canary stem. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Review of the reported event by a health care professional found: procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. Any time an embolism or thrombus forms it can be presumed that medical intervention is necessary to preclude harm. This is a limited investigation, as per gblw04003, a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Additionally, part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. The root cause of the reported event was determined to be unrelated to the device. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.